Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a loss of capture (loc) shortly after implant. The physician elected to implant a new rv lead. There were no allegations against this lead, and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The proximal shocking coil was separated from the medical adhesive bonding at the distal end. Analysis did not confirm the initial allegation of loc. Resistance testing showed conductive paths of the returned lead to be within specifications.